Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 28x2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 28 x 2.25mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Stent delivery system was returned for analysis. A visual examination of the entire stent found no damages. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Evidence of hardened medium was present in the balloon body and lumen. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 28x2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 28 x 2.25mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.